Manufacturer narrative:
(B)(4). Batch # unk. As a lot/batch was not provided, a device history could not be performed. The following information was requested, but unavailable: were any troubleshooting steps attempted to open the jaws? No information. Did the jaws eventually open? No information. No further information will be provided.

Event description:
It was reported that during a laparoscopic unknown surgery, the jaws did not open after inserting the device into the cavity via trocar. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis found that one psee60a device was returned with no apparent damage and with an ecr60b cartridge loaded on the device. The cartridge was received unfired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. Batch number p57l3u. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.